Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient contacted depuy regarding their hip and having multiple dislocations. Patient's medical records were received. Records indicate the patient was revised to address recurrent dislocations. Patient's head and liner are being reported. Doi: (B)(6) 2007; dor: (B)(6) 2007 (left hip). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Provided patient records have been reviewed. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient contacted depuy regarding their hip and having multiple dislocations. Patient's medical records were received. Records indicate the patient was revised to address recurrent dislocations. Patient's head and liner are being reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.